Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing. No unexpected pump error 15 alarm during testing however, pump error 15 alarm are found in the formatted history file due to a software error. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace and pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm. Customer¿s blood glucose value was 200 mg/dl. Customer stated that the insulin pump did not passed the self-test. Customer stated the insulin pump was able to complete the rewind and also able to clear the alarm. Customer stated the battery of the insulin pump was failed so the customer put new battery and after that its saying the reservoir was empty. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.